Manufacturer narrative:
The insulin pump passed all functioning testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. The unit was received with cracked battery tube threads and minor scratches on the lcd window.

Event description:
The customer's husband reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose exceeded 600 mg/dl and she did not feel well. She was treated with an insulin pump bolus. After two hours she changed her site and did another bolus. Two more hours passed and her blood glucose was still high so she was treated with a manual insulin injection. The customer was also treated with fluids. The insulin pump was returned for analysis since the doctor believed that it was not working.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.